Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not having good therapeutic results. The leads were placed in the wrong location and the patient was dissatisfied with her care. The original system was removed and replaced in 2008. During the revision the patient reported good results; however, post-surgery the patient did not experience relief of symptoms.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), product type extension, product ID 3387-40, lot# j0454552v, implanted: 2004 (B)(6), product type lead. For use by user facility/importer(devices only). (B)(4).